Manufacturer narrative:
Physio-control will send the customer a replacement device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device on button no longer worked. In this state the device would not turn and be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device on button no longer worked. In this state the device would not turn and be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device lid would not remain closed and the device power on button did not turn the device on. Physio observed that the device lid/latch was mechanically detached from it's mount, causing the reported issue. The lid/latch was reattached and the device was reassembled. Then the issue was no longer duplicated. The device was destructively tested and a replacement device was provided to the customer.